Event description:
The customer reported that the system's foot pedal was not working and that the system displayed a filament regulator failure error message. This happened during a procedure. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation and could not duplicate the reported problem with the filament error message. The x-ray tube filaments were recalibrated and the pin connection on the plug end of the footswitch was reseated. The system was tested and found to be working as intended and put back into service.